Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device analysis: the complaint was confirmed through visual inspection. The cause was the downstream occlusion (dso) seal. Replaced dso seal due to delamination and checked for lifting. Performed visual inspection, dso/uso occlusion pressure testing. Upon further investigation found lcd lens damaged/blurred affecting visibility. Replaced lcd lens. Performed performance verification testing (pvt), and the unit passed all testing criteria. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating occlusion sensor seal is bubbling up; during device evaluation it was found that the device had a delaminated downstream (dso) seal. There was no patient involvement.